Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications or injuries reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications or injuries reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product to consisted of a coyote es balloon catheter. The target lesion was reportedly 95% stenosed with severe calcification and moderate tortuosity. The outer shaft, inner shaft, balloon, and tip were visually examined for damage or any irregularities. Visual examination revealed no damages. Microscopic examination revealed a pinhole rupture 1.5 cm from the tip. Inspection of the remainder of the device revealed no other damage or irregularities. The complaint was confirmed for issues related to balloon pinhole rupture.